Event description:
Customer's daughter reported the cartridge leaked insulin near the plunger. There were small drops on insulin in the infusion device, and she was advised to dry with a cotton swab. The customer experienced hyperglycemia in the 350 mg/dl range, and she delivered an insulin injection as treatment. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.